Manufacturer narrative:
Age/date of birth. Please note that this age is the average age of the patients reported in group 1 in the article, as the actual age of patients involved was not provided. Sex. Please note that this is the gender of the majority of patients reported in group 1 in the article as the actual genders of patients involved was not provided. Date of event. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. The main component of one of the systems involved in the reported events; other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_unknown_ext lot# unknown serial# implanted: explanted: product type extension there was no specific device information provided in the article. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Bouwyn, j.p., derrey, s., lefaucheur, r., fetter, d., rouille, a., le goff, f., maltete, d. Age limits for deep brain stimulation of subthalamic nuclei in parkinson's disease. Journal of parkinson's disease. 2016. Doi 10.3233/jpd-150742 summary: clinical pre-operative predictive factors of optimal stn-dbs motor outcome in parkinson's disease (pd) have been previously reported. However, available data involving elderly patients are conflicting. Reported events for group 1: majority male, mean age 56. Three (3) patients with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced infection around the implanted pulse generator and the extension cable related to the surgery or device. Two (2) patients with subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) experienced perioperative symptomatic intracerebral hemorrhage related to the surgery or device. Two (2) patients with stn dbs for pd experienced thromboembolism related to the surgery or device. One (1) patient with stn dbs for pd experienced subdural hematoma related to the surgery or device.

Manufacturer narrative:
Upon further review, it was determined that all of the reported events are labeled. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.